Event description:
Caller reported that a malfunction occurred on the pump but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support if the issue reappears.